Event description:
A pt reported inaccurate low results with a ot basic compared to the lab. The meter result was 72 and lab result unk. Per reported issue the tests were done within 10 mins with a difference of 20% or greater. Pt did not experience any adverse event. No further info has been reported.